Event description:
The core impaction drill was sent in for eval due to overheating a tooth extraction procedure. The procedure was completed with a readily available alternate device; no adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion within the internal components was identified as the probable cause of the overheating reported.